Event description:
It was reported that the customer had been hospitalized. At the time of reporting, her blood glucose was 180mg/dl. The customer reported that she had lost a sensor and, when she tried to put another one in, it fell apart. The next senor she installed began to malfunction in the form of repeated false low predict warnings. She was informed the faulty sensor would be returned and replaced. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.